Manufacturer narrative:
(B)(4). Non-conforming instrument the analysis results showed that the tl90 device arrived with the firing trigger release button broken, and with a reload loaded on the device. The reload was returned void of staples. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the trigger release became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the staples were unformed after the firing. Changed to hand sewing to complete the procedure. No adverse event on the patient.